Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous proximal left circumflex (lcx) artery. Predilation was performed with another 2.5mm balloon, and another manufacturer's 3.0 x 15mm stent was deployed. The 3.0x15mm apex monorail balloon catheter was then advanced to the lateral branch through the stent strut. The physician noted resistance when advancing the device through the stent strut. Upon the initial attempt at inflation, the balloon did not inflate. Upon removal from the patient's body, the apex monorail balloon was noted to be ruptured. The procedure was completed with another manufacturer's 3.0mm balloon. Patient status was reported as 'good'.